Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
Updated conclusion, component and results code grids.

Manufacturer narrative:
Updated reporting institution name.